Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The notes state the damage was on the led screen, reservoir compartment, bottom of the pump and across the pump. The insulin pump will be return replaced and returned.

Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.